Manufacturer narrative:
Part of the reported device was received for evaluation. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device received outside of its original packaging with no sure or anchors returned. The actuator was stuck in the t1 deploy position and not reset to the t2 position as intended following t1 deployment. The needle had a significant bend throughout the length of the needle. The depth gauge had been adjusted from the default position. A functional evaluation found the actuator sliding mechanism was detached from the actuator and the actuator was very difficult to adjust. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause associated with an unintended use of the device. Unintended bends in the needle will cause the actuation/implantation to malfunction. Factors that may have contributed to the simultaneous deployment of both anchors includes unintended stress to the needle prior to deployment. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee ask meniscus repair, the fastfix t2 anchor did not be deployed. The t1 anchor was removed from the patient. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.